Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing leading to false pause episodes. The patient was seen in clinic, but no intervention was performed. The asymptomatic patient would continue to be followed normally.